Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficulty connecting syringe to mating component -leakage. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: one set was leaking at the fixed collar above spin collar (not where the male luer goes into the component). She said on the other set, the bd syringes are not staying on the port below the drip chamber. She said the syringes are coming off. We discussed giving the syringes an extra turn or 2 to make sure the syringe completely covers all the threads on the port. Customer also said the syringes were not staying on. Again, we discussed accessing the syringe straight on and making 2 full turns to ensure the syringe is tight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficulty connecting syringe to mating component leakage. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: one set was leaking at the fixed collar above spin collar (not where the male luer goes into the component). She said on the other set, the bd syringes are not staying on the port below the drip chamber. She said the syringes are coming off. We discussed giving the syringes an extra turn or 2 to make sure the syringe completely covers all the threads on the port. Customer also said the syringes were not staying on. Again, we discussed accessing the syringe straight on and making 2 full turns to ensure the syringe is tight.